Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and adequate imaging studies available for this review. Images studies were provided as a "view only" with limited manipulation abilities, which limited the depth of the analysis. Product use was incongruent with the IFU due to: an aortic neck length less than 15 mm (6 mm - reported); presence of a juxtarenal aneurysm; and, the left iliac artery angulation greater than 90 degrees. The patient's use of antiplatelet therapy might have contributed to this event due to the increased risk of bleeding complications. There was substantiated evidence of a persistent type ia endoleak immediately post implant. Three months post implant, there was substantiated evidence of: stent migration and a type ia endoleak; rupture, aortic perforation due from a suprarenal strut; type ii endoleak - mid aorta, and a partial stent collapse just superior to the bifurcation. The secondary procedure was substantiated as was the minimized, persistent type iiia (and/or type ii) endoleak post two bridge stents. The patient was placed on comfort care and was reported to have expired later that evening. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause has been determined to be due to patient anatomy/condition and off-label use of the device. It was noted by the physician at the time of the original procedure that the patient was not a candidate for an open procedure.

Event description:
It was reported that approximately 3 months post implant of a bifurcated device, a suprarenal aortic extension and an infrarenal aortic extension an endoleak and partial rupture were identified. Additionally, the original graft extension had dropped 10-15 mms. The patient presented to the emergency room on (B)(6) 2014 symptomatic with back pain. The hospital performed a computed tomography scan which showed an endoleak, partial rupture and that the original graft extension had dropped 10-15 mms. The physician elected to perform a secondary procedure on the patient to repair the endoleak with two infrarenal devices. The patient survived the secondary procedure but expired later that evening. It was noted by the physician at the time of the original procedure that the patient was not a candidate for an open procedure. The physician indicated that the devices implanted during the original procedure were the best option considering the patient had such a short neck and the amount of thrombus the patient had. The patient had a 6 mm neck and did not meet the sizing requirements.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.